Event description:
A nurse took (B)(4) 5ml duraseal from the cooling storage. He or she confirmed that there were wet conditions inside of the outer box. The operating time was not extended. A new one was opened to complete the case with no problem. It was not used on a pt, therefore, no pt involvement, no tissue damage, no tissue loss and no bleeding.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.